Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic open abdomino-perineal excision of the rectum conversion of the loop colostomy to an end colostomy procedure, while suturing the mesh, the needle tips broke. Device was replaced to completed the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One opened sample and five sealed samples were available for evaluation. Visual inspection of sutures was performed with no abnormalities. The opened sample noted no sutures and one needle. One needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break site. A bend moment test was performed on the undamaged needles and the results met the specifications for this product. It was reported that the needle was broken and a component disengaged into the cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.